Event description:
"There was no injury. This is a mobile x-ray system. While trying to move the system under motorized control, the unit turned without being commanded to do so and hit the wall. A service technician checked the system and found a defective motor strain gauge. The system was repaired and now performs normally."

Manufacturer narrative:
The root cause of this event is a defective strain gauge in the motion control electronics.